Event description:
Pinhole perforation in outer plastic covers of sterile surgical gowns. About 15 gowns had this perforation. All product with this lot number was removed. Gowns with pinholes did not retain vacuseal.